Event description:
Reportable based on device analysis completed on 23nov2022. It was reported that visualization issues occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During pullback the screen became black and nothing was displayed. The device was removed and the procedure completed with another of the same device. There was no patient injury. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lapjoint section and was not returned for analysis. Impedance testing showed an electrical open at distal wave form. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.